Manufacturer narrative:
The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
The field service representative found the chloride electrode was fitting badly into the acrylic blocks. He replaced the electrode and changed the tubing and seals. The customer performed calibration and qc with all values within specifications. Precision testing was successful. The investigation is ongoing.

Event description:
The initial reporter received a questionable ise indirect gen.2 potassium result for one patient sample from the cobas 6000 c501 module. The initial result was 3.62 mmol/l and the repeat result was 4.44 mmol/l. The questionable result was reported outside of the laboratory. The potassium electrode lot number and expiration date were requested but were not provided.